Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump emitted a low battery alarm and the battery was replaced with an alkaline battery. The pump then reportedly rebooted and completed the rewind/load/prime steps successfully. The reporter stated that approximately 30 minutes later the pump was found to be powered off. The reporter stated that five different alkaline batteries have been tried in the pump without resolution. The reporter denied damage to the pump casing, battery cap or battery compartment and stated there had been no trauma to the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged power malfunction remained unresolved.

Manufacturer narrative:
(B)(4): on examination, there was damage noted to the battery compartment. Review of the black box verified evidence of power on resets. The battery cap that was returned with the pump was noted to have the gold contacts visibly bent and was making intermittent contact with the inside of the battery compartment, which duplicated the power on resets. The battery cap was evaluated and found to be out of specification. The pump was tested with a new test battery cap fitting properly onto the pump and the pump powered on normally. The pump was exercised for 24 hours using the test battery cap and no power loss or rebooting was duplicated.